Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad did not function, as confirmed by the school nurse and the caregiver, despite trying different outlets and correct device orientation; the ilet battery depleted and the patient reverted to backup therapy. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued diabetes management using backup therapy. Investigation included customer interview, troubleshooting and education, and review of the nurse¿s email. Investigation of this case revealed a suspected charger malfunction consistent with failure to charge the device. It was concluded that the charger was likely defective and a goodwill replacement was provided.